Event description:
It was reported that the quick bolus feature was not working. There was no adverse impact to the customer blood glucose (bg) level. The customer continued to use the pump for insulin therapy.